Manufacturer narrative:
MFR received date: 10 sept 2019. Usage of device: reuse. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019. The customer's biomed stated that both cooling fans were operating and oriented correctly. He stated that he suspects the unit was positioned in the room and had the air inlet on the back of the unit blocked. The customer's biomed advised that the exhalation flow sensor could be replaced per tech discretion but having passed flow accuracy testing, and the cooling fans are operating, that it is not required per the manual. The biomed indicated that the unit will be placed back into service.

Event description:
The customer reported exhalation flow sensor thermistor temperature outside range error was logged in the diagnostic codes. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.